Manufacturer narrative:
Universal ao reamer attachment 250 rpm serial number (B)(4) was returned for complaint investigation. Upon receipt, it has been confirmed that the gearbox was defective and that particles escaped out. The gearbox has been replaced and the device will be returned to the customer.

Event description:
It has been reported that metallic parts have fallen from the reamer attachment during a hip surgery. No patient harm or injury has been reported. A surgery delay inferior to 15 minutes has been reported.

Manufacturer narrative:
The product was not returned to the manufacturer at the date of this present report, the investigation is then not completed. A medwatch follow up will be submitted when the investigation is completed.